Event description:
It was reported, that this device exhibited a battery depletion (bd) error. A review of the device downloaded data was done by technical services. It was confirmed, that an area of the device memory had been corrupted. The memory issue caused the battery to reset as well. Technical services advised to clear the alert and continue with normal follow-ups. There were no adverse patient affects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific. And as a result, laboratory analysis could not be conducted. The associated investigation determined, that this device exhibited a battery depletion error. However, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.